Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Report source, foreign ¿ events occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. The device was returned fractured at the threaded portion. The device met print hardness specifications. This failure mode has been previously investigated and addressed. Root cause of tip fracture was determined to be a stress concentration at the fracture site, potentially exacerbated by off-axis impaction and/or bending of the device. The need for further corrective action has not been indicated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument fractured and the threads were retained in the implant. No additional patient consequences were reported and no further information is available at this time.